Event description:
Pt experienced a needle stick when he put his feet toward the end of the bed between the sheet as he was getting into bed; needle and pink hub of insulin device was given to nurse at the time; the rest of the syringe was not available in the bed; puncture site noted ball of left foot. Screening for blood borne pathogens obtained and now I will do in future for pt. Heparin 5,000 units sq was administered within 5 hours before.